Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received that there was no damage to the pipeline pushwire observed.

Manufacturer narrative:
Continuation of d10: product ID fa-55150-1030 (lot: 227622207); medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the pipeline encountered resistance in the distal section of the marksman, was damaged, and failed to open distally. The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm of the right posterior communicating artery with a max diameter of 7.2mm and a 8.2mm neck diameter. The landing zone was 3.1mm distally and 3.7mm proximally. It was noted the patient's vessel tortuosity was moderate. The access vessel was the femoral artery with a diameter of 6.1mm. The angiographic result post procedure showed obvious retention of contrast agent in the aneurysm. It was reported that the patient had a posterior communicating artery aneurysm and was planned to use a blood flow diversion dense mesh stent. After the preparations were in place, the 150cm marksman catheter stent catheter was guided to the lesion site through the 5fnavien intermediate catheter under the cooperation of the traxcess 0.014 micro-guidewire. The dense mesh stent ped-350-30 was selected and implanted. When the stent was pushed out, it was found that the stent could not be pushed out of the microcatheter. After many unsuccessful attempts, the catheter and stent were withdrawn. It was later found that the catheter tip was deformed and there were burrs at the tip of the dense mesh stent. It was noted that the pipeline failed to open distally. The pipeline was not positioned in a bend. More than 50% of the pipeline was deployed when it failed to open. The pipeline was resheathed more than 2 times. The pipeline was resheathed and removed from the patient with the microcatheter. The surgeon replaced it with a new catheter and selected the stent ped-350-25 for implantation. After the stent was in place, it was opened and deployed smoothly, and the operation was carried out smoothly and completed. The pipeline was used for an indication that is approved (on-label). It was unknown if the pipeline and any accessory devices were prepared as indicated in the instructions for use (IFU). The marksman and any accessory devices were prepared as indicated in the IFU. The catheter was not flushed as indicated in the IFU. No patient symptoms or complications were associated with this event.

Manufacturer narrative:
H3. Product analysis: equipment used: video inspection system (m-78210), ruler 200cm (m-83361). As found condition: the pipeline flex embolization device and marksman catheter were returned for analysis within a shipping box; within a plastic bio-pouch; and within a dispenser coil. The pipeline flex was returned outside the marksman catheter. Damage location details:no bent or kink was found with pushwire. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. No defects were found with the tip coil, distal marker, re-sheathing marker, pads or with the proximal bumper. The distal and proximal ends of pipeline flex braid were found fully opened and damaged. No flash or voids molded were observed in the hub. The catheter body was found to be kinked at 19.0cm and 6.0cm from distal end. The catheter tip, marker band were examined; and was found to be flattened. No other anomalies were observed. Testing/analysis: the total and usable lengths of the catheter were measured to be within specifications. The catheter was flushed with water and water exited out of the distal tip. The catheter was then tested by running an in-house 0.0265¿ mandrel through catheter tip and hub. The mandrel successfully passed through the catheter hub and tip with no issues; however, the resistance observed at the damaged locations. Conclusion: based on the analysis findings, the pipeline flex and marksman were confirmed to have resistance as the pipeline flex and marksman catheter were found to be damaged. From the damages seen on the braid (frying), and catheter body (kinking/flattening); it is likely high force used during the delivery. It is possible these damages occurred when the customer attempted to advance and retrieve the pipeline flex through the marksman catheter against resistance. However, the pipeline flex could not be confirmed to have failure/incomplete open distal (flex) as the distal and proximal ends of the braid were found to be fully opened and damaged. H6. Coding updated based on analysis results. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.